Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The investigation of the returned device did not confirmed the reported complaint. With respect to the returned unit it has passed all specific functional testing requirements. The functional testing could not duplicate slippage under the proper pressure. Preventative maintenance and cleaning was required. The observed condition was likely caused by improperly handling of the device. The definite root cause cannot be reliably determined. The reported compliant of was not confirmed from the evaluation. No issues observed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the steal rocker arm of the a3059 mayfield composite series skull clamp flexed or bent when pinned to the patient resulting in a two inch laceration on the patient's head. There was an unknown medical intervention or revision done. The incident occurred during an unspecified procedure on (B)(6) 2020. There was a 35 to 45 minutes surgery delay with no known adverse consequence to the patient. After the incident, the surgeon was called into the room where another surgeon educated the first surgeon on what he did wrong and classified the incident as user error. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed. The customer classified this as a user error. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.